Event description:
Pt's mom reported "the pdm is reading bg inaccurately." Pdm read 128 mg/dl, whereas pt's one-touch meter read 297 mg/dl. Pt went to the emergency room due to "erratic readings in the pdm." Hcp advised her to manually enter bg reading from backup meter to calculate boluses and she was sent home with instructions to have the pdm replaced. Pt was monitored at the emergency room and pdm setting adjustments were made. The pdm was returned for investigation.

Manufacturer narrative:
The pdm was returned for investigation and no problem was found that would have caused or contributed to the device reading inaccurately. The bg meter was thoroughly evaluated - all readings tested fell within the specified tolerance limits. The bg meter was found to have performed as intended and was fully capable of providing accurate readings. All other tests performed on the pdm confirmed that the device was functioning as designed. Based on the investigation results, there is no indication of any pdm failure that would have contributed to the erroneous bg readings. No problems were found. The omnipod's user guide instructs users to perform a control solution test when: inaccurate results are suspected, if the test results are not consistent with how you feel, or when it's suspected that the bg meter or test strips are not working properly. If control solution test results continue to fall outside the range printed on the test trip vial, the user guide advises: the omnipod system may not be working properly, do not use the system to test your blood glucose, call customer care. Bgs should be tested with an alternate, back-up meter. Product lot qualification records were reviewed and found to have met all acceptance criteria.